Event description:
The customer reported foreign object blockage in the forceps channel during inspection for use involving an olympus colonovideoscope. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.